Manufacturer narrative:
The device was not returned for analysis. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. A search of the field surveillance database yielded no other complaints for this lot.

Event description:
The physician reported that there was premature detachment of the coil which resulted in an emergency stent procedure.